Event description:
A dialysis facility reported that a pt complained of severe cramping 3.5 hrs into a dialysis treatment. The pt was given 3 liters of saline and treatment was discontinued. Based on the pre and post treatment weights, saline given and what the machine indicated was removed, there appears to be an excessive fluid removal of approximately 4.4 kg. The physician was notified and the pt was discharged in stable condition. There was no serious injury or illness.